Event description:
The patient reportedly received a laceration at the implant site. The patient reported drainage from the implant site. The patient developed an infection and experienced device extrusion. The patient was prescribed cefuroxime 500mg for twenty-one days. The patient's device was explanted. Reimplant surgery will be considered at a later date.